Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the physician chose to intentionally cover the left subclavian artery.

Event description:
As reported, in 2008, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. The physician chose to intentionally cover the left subclavian artery. Post-operatively, the patient developed subclavian steal syndrome. A reintervention took place two months later, and a left carotid to left subclavian artery bypass was performed. The patient is doing fine.